Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information allegations of asthma and idiopathic pulmonary fibrosis. In addition, the customer reported allegations of hypersensitivity, dizziness/headache, nausea/vomiting and eye, nose and respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.